Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received emergency medical assistance due to a pump malfunction. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer could not be reached. It is unknown if the insulin pump will be returned for analysis.